Event description:
It was reported that when using the bd pyxis¿ anesthesia station es application failed to boot up. The customer reported that after upgrading the station from version 1.6 to 1.11, the application did not boot automatically. Preliminary checks were completed, including verification of the rss update agent file and security group settings; however, no issues were identified. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not booting up. A technical support specialist (tss) dialed into the station and follow the knowledge article medapplication not launching automatically; station at blue screen and attempted to deploy the rss agent package, which initially failed. Logged in as carefusion admin, configured auto login, and rebooted the station, but it remained on the blue screen. Reinstalled the correct rss update agent after identifying that the wrong agent was previously installed, then rebooted the station and confirmed it launched properly. Notified the team of resolution and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.